Manufacturer narrative:
The date of event is estimated. Further information was requested but not yet received. The allegation is against one of two leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: kit implantable slim tip lead, 50cm, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8081972.

Event description:
It was reported that the patient underwent surgical intervention on an unknown date wherein the lumbar system was explanted due to ineffective therapy and discomfort. It is unknown which lead was at fault.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient, and device information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.